Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On 13-sep-2018 arjo become aware of the event with the involvement of sara stedy active floor lift. It was reported that during the patient transfer, in the bathroom, the arjo device moved forward unintended (although any command to move forward was being given). Two caregivers were assisting patient transfer, one caregiver was behind the patient and the second one was on right side of the lift (with one foot inside the lift chassis wheel and one foot outside the chassis leg). While the second caregiver was assisting the patient to sitting position, the device suddenly moved forward making contact with caregiver right knee. As a consequence of the event the caregiver sustained broken patella and possible cruciate ligament damage. The caregiver was hospitalized. After the event the lift was evaluated by arjo service technician on 17-sep-2018. When the service technician came to the customer facility to carry out the inspection, the device was found to be still in use. The visual inspection showed that device was in overall good condition. The functional test revealed that the device was working according to manufacturer's specification. No device repair was needed. Please note that the sara stedy instructions for use folder (001-12325-en rev. 2 issued in december 2011) provides correct procedures for device usage (incl. Patient transfers) and warnings, which should be followed by each device user. According to the user inspections section of the IFU the lift operator should: "make sure that all castors rotate freely and the rear brakes lock before every use". Also before every use the visual inspection of all external parts should be carried out: "the user must test all functions for correct operation to ensure that no damage has occurred during previous use." When user attend to perform transfer and assist to move the patient on the lift, the both castor brakes should be applied when lift is correctly positioned at the e.g. Chair or toilet. When the patient is already properly positioned on the lift the brakes can be released to continue the transfer. There are 3 possibilities which might lead to unintended movement of the sara stedy: 1.) The caregiver did not applied or incorrectly activated brakes during patient positioning. The information provided by customer indicated that when the event occurred the device brakes were applied. 2.) The brakes malfunction might lead to unintended movement of the device. The device has been tested by arjo service technician and no device malfunction was found. 3.) Bumpy surface in the facility. There was no confirmation from the facility about problems with surface. The reported event was considered to represent a sequence of unfortunate events. It was impossible to define with certainty what caused the unintended movement of the device. The device evaluation did not reveal any castor brake malfunction, the symptom reported could not be recreated. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. The device moved forward, during the patient transfer. The device was tested by arjo service technician and no malfunction was found. We report this event to competent authorities due to fact that serious injury occurred as an outcome of the event.

Event description:
On (B)(6) 2018 arjo become aware of the event with the involvement of sara stedy active floor lift. It was reported that during the patient transfer, in the bathroom, the arjo device moved forward unintended (although any command to move forward was being given). Two caregivers were assisting patient transfer, one caregiver was behind the patient and the second one was on right side of the lift (with one foot inside the lift chassis wheel and one foot outside the chassis leg). While the second caregiver was assisting the patient to sitting position, the device suddenly moved forward making contact with caregiver right knee. As a consequence of the event the caregiver sustained broken patella and possible cruciate ligament damage. The caregiver was hospitalized.